Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report represents the second valve used in the case. Please reference related manufacturer report no: 2015691-2014-00278. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the device is not available for evaluation as it remains implanted in the patient. However, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the stroke could not be determined based on the information provided by the authors. However, may be related to patient and procedural factors listed above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per the article, ¿management of transcatheter aortic valve embolization into the left ventricle¿, post implant of a 26mm sapien valve implanted via transapical approach, the patient had a stroke with hemiparesis and dysarthria. Post tavr procedure, the patient¿s hospital course was complicated by retroperitoneal bleeding requiring surgical left common iliac artery repair, and ureteral injury. A nephrostomy tube was placed. The patient¿s ICU course was complicated by acute kidney and liver injury, pneumonia, pelvic deep vein thrombosis, stroke with hemiparesis and dysarthria, and atrial fibrillation. The hospital course was prolonged, but the patient had no further heart failure. The lv ejection fraction was in the low normal range immediately following valve replacement. A gastrojejunostomy tube was placed for feeding, a caval filter was implanted, and systemic anticoagulation was given. The patient was transferred to a nursing care facility for rehabilitation. During the recovery period, the patient developed a urinary tract infection and pneumonia then septic shock, causing the patient¿s demise five months after the valve procedure. Reference: otalvaro l, damluji a, alfonso ce, williams db, heldman aw. Management of transcatheter aortic valve embolization into the left ventricle. Journal of cardiac surgery. 2015 apr; 30 (4): 360-3.

Manufacturer narrative:
Reference CAPA-20-00141.